Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace instrument was broken. A fragment fell into the patient, and it was retrieved during the procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the tip was detached from the instrument. The fragments were retrieved and confirmed by visual inspection. No additional procedure was required to remove the fragments. No post-operative tests were performed to check for remaining fragments. There was no patient injury. The instrument was removed and replaced with a backup of the same kind. There is no report of post-surgical complications, and the patient has not returned to the hospital. The instrument was inspected before use, and no damage was found. The surgeon did not notice any issues with the instrument's functionality during the procedure. The instrument did not collide with any other instruments or tools.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace associated with this complaint and completed investigations. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have on blade broken at the base. A piece approximately 0.079" x 0.495" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.